Event description:
The surgeon performed a biocompartmental knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants on (B)(6) 2012. The pt later complained of knee pain. Five months following the surgery, the patient saw a different surgeon who did a x-ray that showed "metal o metal" and a dislodged insert component. On (B)(6) 2014 the pt underwent a total knee revision surgery. Following the revision procedure, the patient was informed that the surgical team was "unable to remove all the metal scrapings". The pt reports "pain, swelling and inflammation" as well as difficulty walking.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The investigation is currently ongoing, and a supplemental report will be filed when additional info is obtained.